Manufacturer narrative:
(B)(4). The device sample as received by the MFR, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the connector breaks at the tip (on the pt's side). The pt's condition is reported as fine.